Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no pacing when the proximal set screw was tightened down. The physician was not able to resolve the issue after several attempts and the ipg was not implanted.